Manufacturer narrative:
Concomitant medical products: product ID 8711, lot# j0058209r, implanted: (B)(6) 2001, explanted: (B)(6) 2014, product type: catheter. Product ID 8703w, lot# l65760, implanted: (B)(6) 1999, explanted: (B)(6) 2014, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported by a healthcare professional (hcp) regarding a patient receiving dilaudid (20 mg/ml at 6.9 mg/day) via an implanted pump. The indication for use was failed back surgery syndrome and spinal pain. On (B)(6) 2015 the infected pump and catheter were removed. It was noted that the patient had intractable back pain due to failed back syndrome and has had an intrathecal opioid pump for approximately 20 years. The last pump was implanted approximately 7 years prior to the report. At the patient¿s last refill a low battery alarm was noted; consequently a pump replacement was recommended and occurred on (B)(6) 2015. The patient was scheduled to come to the hcp¿s office on (B)(6) 2014 but did not appear for the scheduled appointment. Instead the patient showed in the emergency room on (B)(6) 2014 with a clearly infected pump with erythema, induration, tenderness, fever and a recommendation was made for removal on (B)(6) 2014. During the explant procedure an incision was made in the back and the catheter was removed after a pursestring suture was placed around the exit site from the fascia. The incision site was irrigated copiously with antibiotics and then closed. The abdominal incision was then opened and frank pus extruded with opening into the pocket. This was cultured. The pump and dacron sleeve were removed, another culture was taken, and broad spectrum antibiotics were given by the anesthesia team. Next, 1.5l of pulsavac irrigation was performed and then the incision was again debrided. Another 1.5l of irrigation was performed, 0 maxon was placed in the pocket to kill dead space, gauze wicks were placed between the sutures,and a sterile dressing was performed. It was estimated that the patient lost 100ml of blood during the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.